Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which the valve was successfully implanted. An intraprocedural pvl (paravalvular leak) was identified at the medial commissure and required intervention with placement of a vascular plug. Noted were slight anterior canting and anterior commissures. Post-intervention, pvl was reduced from moderate to trace, and mr (mitral regurgitation) improved from severe to none/trace.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.